Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle clipping device safe clips would not cut through the needle cleanly during use. The following information was provided by the initial reporter: "new safe clip device [unknown lot #], when the user went to clip off pen needle it would not cut cleanly and pen device had to be ¿screwed around¿ for needle to be cut. Opened a second device [lot#5217374] and experienced same problem."

Manufacturer narrative:
H.6. Investigation: customer returned (1) bd blue/black safe-clip from lot # 5217374. Customer states that it would not cut cleanly. Returned safe clip was examined under the microscope and the cutting hole appeared clear. The safe clip was tested and was able to successfully cut needles without any observed defects. A DHR review of the risk management file for this issue shows that the risk for this issue is low. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 2 needle clipping device safe clips would not cut through the needle cleanly during use. The following information was provided by the initial reporter: "new safeclip device [unknown lot #], when the user went to clip off pen needle it would not cut cleanly and pen device had to be ¿screwed around¿ for needle to be cut. Opened a second device [lot#5217374] and experienced same problem."